Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that chest pain was experienced and stent thrombosis occurred. The target lesion was located in the left anterior descending artery (lad). A synergy¿ drug-eluting stent was deployed however, few hours after implantation, the patient had chest pain and was brought back to the cardiac cath lab. Thrombosis was noted and a manual thrombectomy was performed. An nc balloon catheter was advanced for post dilatation and the procedure was completed. No further patient complications were reported. The patient's status was okay and was then discharged.